Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibial component, catalog #: 42532007501, lot #: 63587546; persona cruciate retaining femoral, catalog #: 42502606801, lot #: 63590479; persona fixed bearing articular surface, catalog #: 42511200511, lot #: 62884872. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00037; 3007963827-2018-00103; 0002648920-2018-00510.

Event description:
It was reported that patient underwent left total knee arthroplasty and currently experiencing extreme pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the alleged devices, pain is a known potential adverse effect of total knee arthroplasty. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.